Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with the complaint, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted pediatric cholecystectomy surgical procedure, the medium-large clip applier instrument had trouble releasing a clip once the clip was applied to the vessel. The surgeon had to shake the medium-large clip applier instrument a little to get the instrument to release the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the size and type for the clip was a medium/large weck clip. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The event occurred on the first clip application. There was no effect on the tissue. The patient demographic information was provided.